Event description:
It was reported by service report that the footboard has a label with a sharp edge. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Loose label with sharp edges, due to sticky backing giving out.